Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Age: adult.

Event description:
It was reported that during use in the oncology clinic, tubing split apart and chemotherapy (bendamustine) leaked causing a cytotoxic spill. Patient had to have the IV re-sited so that remainder of medication could be infused.